Event description:
Following the deployment of the stent in the right internal carotid, the pt's blood pressure dropped (hypotension) and a dopamine IV drip was started. Once the procedure was complete and the neuro assessment was performed, the pt was unable to grasp with his left hand. After about 20 minutes with the dopamine running, the pt was able to grasp with his left hand but weaker than right. Pre and post cranial pictures that were taken during the procedure were reviewed by the physician and there was no evidence of any changes that were suspicious. The pt was admitted to the ICU and did have some nausea/vomiting when he arrived on the floor. CT scan was negative. The pt did suffer a minor ischemic stroke as a result and was closely followed by neurology. Up and until 2007, the pt continued to remain on dopamine to regulate his blood pressure which would otherwise drop when he would go from a lying a sitting position. The pt improved each day and on the day before, he was transferred from ICU to the cardiac floor (3 west) and was discharged three days later.

Manufacturer narrative:
There were two ev3 devices used in this procedure.